Event description:
It was reported that during a nephrectomy procedure that the clips did not form properly. The procedure was completed with a same like device. There was no adverse pt consequence as a result of this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.